Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the patient receive any preoperative chemotherapy or radiation? No. What healthcare professional fired the device and what is his/her experience with the device? Surgeon. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes, inspected and complete- ring shaped- to the surgeon¿s satisfaction. Was a complete transection of the white breakaway washer visually confirmed? Yes. Was a leak test performed? If so, what type and what was the result? No. Was the staple line visualized endoscopically during the initial surgical procedure? No. How was the leak identified? Fowl-smelling fluid from the drain. Can further information be provided on the shape of the staples and specific locations of the improperly formed staples along the circular anastomosis? They appeared not to be fully formed ¿b-shaped¿. What is the current status of the patient? The patient is going to return next year for a closure of ileostomy. Are the staples available to be returned for analysis? They are in possession of the patient, surgeon handed over for inspection and reference. Are photos of the staples available? No.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 11/22/2019. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: is the lot number of the device available? No. Since the item was not consignment, it was not recorded. What were the indications for surgery? There was a resection for a tumor. Did the patient receive any preoperative chemotherapy or radiation? Follow up to be made. Were there any issues experienced with the device in the initial surgical procedure? None reported. What healthcare professional fired the device and what is his/her experience with the device? To be ascertained but, expected that it was the surgeon himself. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Will need to ascertain. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Will need to ascertain. Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? Can further information be provided on the shape of the staples and specific locations of the improperly formed staples along the circular anastomosis? What is the current status of the patient? Was the device saved? If so, will it be returned? No it was not saved, since no abnormalities were reported on the first procedures. Are the staples available to be returned for analysis? Are photos of the staples available? Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. You provided responses that the information will need to be ascertained from the surgeon. Please provide the following: did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? Can further information be provided on the shape of the staples and specific locations of the improperly formed staples along the circular anastomosis? What is the current status of the patient? Are the staples available to be returned for analysis? Are photos of the staples available?

Event description:
It was reported that following a low anterior resection surgery performed with a cdh intraluminal stapler, patient required re-operation. The initial procedure was performed on (B)(6) 2019 and was a lower colorectal resection. The surgeon reports that the cdh29a intraluminal stapler which he used for the anastomosis produced 2 ring-shaped circular tissue specimens with no apparent abnormalities observed. Surgery was completed and the patient was sent to the unit of care. The patient was re-operated on (B)(6) for increased infection markers. Upon re-look he found a portion of the anastomoses which was not apposed and also found some unformed staples- that is they were not ¿b¿ shaped as they are expected to form after the device is fired. This area of the anastomosis was sutured over and, and with the surgery complete the patient was sent back to the care unit. Some time after this the patient was re-operated for a second time after the initial surgery because the surgeon reported that the anastomosis had failed. The surgeon reported that the separated the anastomosis, closed the distal stump and placed a colostomy proximally. According to the surgeon the patient has been to theatre twice in the past 2 weeks. The first time was to correct a sinus which developed on the distal stump, the surgeon reports that he drained it and on the second of these operations the sinus has shrunk and he is hoping to close the colostomy in the near future pending the progress of the patient. The surgeon reports that the patient is in possession of some unformed staples which the surgeon recovered during one of the surgeries from the anastomosed tissue. He has promised to keep me informed on the progress of the procedure.